Event description:
This event was reported as valve explanted after 7 months due to infection; staph.epidermidis found in blood culture as well as a culture of leaflet (cusp). Pt symptoms included fever and cardiac failure. No further info was provided.